Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing noted the device to over deliver. The expulsor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for an unknown reason. There was unknown patient involvement. The device analysis found the device to over deliver.